Event description:
Same case as MFR report#: 2134265-2009-05323. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotrawire fracture occurred. During preparation of the rotalink plus, upon attempting to adjust the rotational speed outside the pt, the rotablator guide wire was sheared. The procedure was successfully completed with another of the same device. The device had no contact with the pt.

Manufacturer narrative:
(B)(4).